Manufacturer narrative:
The aquabeam handpiece was returned for investigation. A review of the treatment log files were unable to confirm any errors. During functional testing, an e22 error was triggered which could not be cleared. A flow rate test was performed which was inconclusive due to the compounding failure from the triggered e22 error. The root cause of the failure was unable to be determined. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) and aquabeam handpiece/lot number 24c03139 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current ifu0101-00 rev e. Aquabeam robotic system IFU, us, english was reviewed. 8.24 sterile: align waterjet nozzle by doing the following: a. Rotate the trus stepper cradle (if needed) to center the aquabeam handpiece hyperechoic artifact with the vertical yellow line. B. Press the foot pedal to visualize position of waterjet (retract trus probe if needed by using knobs on trus stepper). C. Waterjet needs to be visible at 3 or 9 o¿clock. D. If slightly off, depress the black button on the mag block (located on the handpiece articulating arm) and rotate the aquabeam handpiece axis while stepping on foot pedal to align jets to 3 and 9 o¿clock position. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during procedural setup, the aquabeam handpiece's high velocity waterjet fired intermittently during the jet alignment phase. The reported event caused a procedural delay of over 20 minutes while the patient was under anesthesia. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.